Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance anomaly. This device has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance anomaly. This device has not been returned for analysis. No additional adverse patient effects were reported. Additional information received detailed this lv lead was explanted due to high pacing thresholds.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.